Event description:
It was reported that an alert for out-of-range defibrillation lead impedance was previously detected on the right ventricular lead. Currently, the impedance is within the normal range and stable. The rv lead will be monitored. There were no adverse health consequences, the patient was stable.